Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event at home and in the emergency room. Upon device interrogation, the right ventricular (rv) lead exhibited non-capture, oversensing, increased and unstable thresholds, and increased impedance. The rv lead was reprogrammed and remains in use. It was further reported that the patient experienced lightheadedness and dizziness. It was also reported that high impedance was noted on the rv lead. During the rv lead revision procedure, it was noted the patient had occlusion. The doctor chose to implant a leadless pacemaker system. The ra and rv lead were inactivated. No further patient complications have been reported as a result of this event.